Event description:
Info received indicates the charger caused the pump to burn the keypad.

Manufacturer narrative:
The pump was disassembled and damage to a diode was verified. The ac adaptors were not returned, but failure mode was identical to another complaint where an overvoltage condition of the ac adapter is the suspected cause. This MDR is being filed as part of the retrospective review for reportability.